Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The product was not returned to ldr medical because it was retained by the hospital. Novisual and functional evaluation could be performed. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided by the reporter, based on the product history records, the review of the case with the project manager and the recurrence of this type of event for this implant, the likely cause for the event remain undetermined with the hypothesis of a user error due to a poor preparation as caspar distractor and due to the non-use of the parallel distractor. (According to the information provided by the reporter in november 28th ). Indeed, it's indicated in the surgical technique that the use of the parallel distraction is recommended and the caspar distraction must be correctly realized to obtain good results in this surgery. The surgical technique mention in step 3 : its important to achieve parallel distraction . Use caspar distractor to maintain parallel distraction achieved by the paddle distractor. Therefore , a good distraction is essential to have the right positioning of the implant and help to avoid this issue during the peek cartridge removal. However, the description received did not allow to understand perfectly if these surgical steps were followed or not. This hypothesis could not be validated. The root cause is unknown with the hypothesis of a mishandling during vertebral disc distraction. If additional informations were received that allow to draw a conclusion for this case another report will be sent . Not returned by the hospital.

Event description:
Mobi-c p&f us : position incorrect during releasing. The sales representative reports that dr hunt positioned the implant and confirm correctness and alignment. When using the removal instrument to remove peek, the implant rotated in the disc space. We took a shot and the image proved that the implant rotated sideways in the disc space. No delay in surgery. The surgery was completed with another implant. Additional information on november, 27th, 2018: the patient is young 40's-50's range. No impact. The levels implants are: c4-6 there were not any contributing conditions related to the event (ex: trauma, illness, previous surgery, related non-compliance, patient anatomy). No delay in surgery. The depth stop adjustment was set initially at zero. Distraction pins were not used, the surgeon used traction. The surgeon encountered a standard amount of resistance for a tight disc space. The reporter stood at the head of the bed and watched the precision of a midline approach. No difference in surgical steps between the first and the second implant have noticed. No per-op images. The surgeon did not used the mobi-c distraction forceps, he used a coker. The following steps were followed: while removing peek jaws if there is any resistance, one of the jaw may be against the uncus. Rotate the convex jaw first (as it is the less bulky) by 90° caudal & pull it back along the disc axis. Additional information on november, 29th 2018: the implanted level concerned by this issue is c4-5. The surgical technique was followed at the mobi-c loading on inserter (take care to stop threading as soon as full contact is achieved in order to avoid premature opening of the peek cartridge and releasing the implant.). The surgeon thread as he sank the implant into the disc space. The surgeon did not used the mobi-c no touch level when he implanted the mobi-c.